Event description:
It was reported by the customer that their sensor gave them an inaccurate that triggered the paramedics. The customer also reported a lost sensor alarm. Customer's blood glucose level at the time 98 mg/dl. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.